Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were a result of far r wave oversensing. No interventions were reported. The patient was stable.